Manufacturer narrative:
The inulin pump was received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. The pumpe failed leak test, and leak at a crack on back of the case. Unable to perfom functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with cracked case on the back at the battery tube area and battery tube threads. The pump received with minor scratched display window and case.

Event description:
The customer¿s mother reported via phone call that their insulin pump was damaged and the display was blank. The customer¿s mother reported that her son jumped in the pool with the pump and now the pump is not working. They tried to dry it out and it was still not working. The customer¿s mother reported that they have shots but don't have lantus. Blood glucose was about 220mg/dl at time of incident and 300mg/dl right after. The customer treated with shots. The customer declined additional troubleshooting for high blood glucose. Customer states the home screen did not appear on the display. The customer reported that the screen did not return. The customer was unable to continue troubleshoot. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.